Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0527121v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387s-40, lot# v006354, implanted: (B)(6) 2006, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that upon change out on the date of this report impedances were still 128 therapy. C/0 was 569, c/1 was 819, c/2 was 564, c/3 was 812, 0/1 was 754, 0/2 was 128, 0/3 was 887, ½ was 737, 1/3 was 1204 and 2/3 was 871. Therapy was 128 and the patient was programmed to 0+2-, 3.6v, 120 pulse width and 125 rate. It was noted that this was the left subthalmic nucleus (stn) and the right ventral intermediate nucleus (vim) was fine and programmed c+6-, 2.0v, 90, 125. Longevity would be 8.26 to elective replacement indicator (eri) and 11.26 to end of service (eos). It was noted that the patient had good therapy at 0+2-. Additional information received reported the patient was advised to return to the programming clinic to try other contacts other than those currently used to avoid battery depletion. It was noted that the patient and healthcare professional were informed that the battery would deplete quickly if programming changes were not made. The patient had not wanted to try a rechargeable system, he was afraid he would forget to charge. The patient had not returned to the clinic.